Event description:
It was reported that the customer was receiving no delivery alarms. The customer stated that he continued to receive the alarms even after changing the infusion set. The customer stated that the alarms usually occurred during bolus delivery and only a few times with basal delivery. The customer's blood glucose was 163 mg/dl. The customer stated that he was able to continue with insulin pump therapy every time except once. Troubleshooting was done. The customer stated that the cannula was bent. Explained that the insertion site may have been occluded. Advised that a replacement infusion set would be sent. The customer mentioned that the night prior his blood glucose was 50 mg/dl. The customer returned the infusion set for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.